Event description:
It was reported that this deep brain stimulation (dbs) patient underwent a replacement procedure due to the device reaching end of battery life (ebl), as a consequence, the patient experienced a loss of therapy. The patient was a high frequency user. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis. Postoperatively, the patient was fully recovered.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.